Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported respiratory failure could not be conclusively determined. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product is available for investigation. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists respiratory failure as an adverse event that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(4) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 30dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced respiratory failure and posterior pericardial effusion on day of implant. The patient was diagnosed with tension pneumothorax that required placement of a chest tube. The patient had a chest x-ray. Their only respiratory history was asthma, but they had a long history of congestive heart failure (chf) and paroxysmal atrial fibrillation (paf).